Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it was not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2019-04905. It was reported the patient was experiencing ineffective stimulation on left lead due to high impedance and inadequate coverage. As a result, the patient underwent surgical intervention on (B)(6) 2019, wherein the physician removed the lead , cleaned it off, and reinserted into the ipg. Reportedly, upon reinsertion, impedance went down to one contact. Therefore, the physician chose not to replace the lead due to the patient showing good coverage.